Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a chest x-ray revealed that the atrial lead dislodged. During the attempt to reposition the lead it was difficult to deploy the helix. The lead was explanted and replaced on (B)(6).